Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation system was used for a benign prostatic hyperplasia (bph) procedure two days prior. According to the complainant, the prolieve console failed to heat up to the proper temperature. The procedure was not completed due to this event. No patient complications were reported as a result of this event. The patient's condition was reported as "unknown."

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The prolieve thermodilitation system will be serviced on-site. Therefore, a failure analysis is not currently available and we are not able to determine the relationship between this device and the cause for this event.